Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, g4, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii diagnosed by ultrasound.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10may2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii diagnosed by ultrasound.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced with a non-allergan device.